Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced withdrawal symptoms every time she got near the refill date. At the refill, the proper amount of medication was still in the pump. The pt was admitted to the hospital with withdrawal symptoms at the time of the report. The pump contained morphine at the time of the report. MFR report #3004209178-2009-05982 reported similar symptoms soon after implant of this pump. All further information will be reported in this report.